Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to external force and tear. Additionally, it was found that the downstream occlusion(dso) seal was torn and the upstream occlusion(uso) seal was buckling. Both the dso and uso seal were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the air sensor and the downstream occlusion seal are both unattached and falling off. The downstream occlusion seal is also ripped and bubbled. There was no patient involvement.